Event description:
It was reported that there was a pixel issue on the pump display, which affected customer's ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.